Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. The customer's recent glucose reading was 486, and he was treated. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.